Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02494.

Event description:
The patient was undergoing a coil embolization procedure in the left renal artery using pod packing coils (podj¿s). During the procedure, the physician successfully implanted a ruby coil into the target vessel using a lantern delivery microcatheter (lantern). The physician then attempted to implant a podj, but it would not take shape and was pushing the lantern out of the target vessel. Therefore, the physician withdrew the podj and it was not used in the procedure. Another podj was then advanced into the target vessel through the same lantern, and the same issue occurred. The podj was, therefore, removed and was also not used in the procedure. The procedure was completed using three additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.